Manufacturer narrative:
As a result of the product investigation, a scratch and a hole were observed on the guidewire port of the middle shaft. It was considered that the reported event may have been caused by localized contact with other devices; however, the detailed root cause could not be determined. No abnormalities were found in the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications were reported, this event is being reported pursuant to 21 cfr part 803.50(a)(2), as balloon rupture or shaft leakage is known to have the potential to cause adverse events.

Event description:
It was reported that leakage had occurred from the shaft. The balloon used for the 90% lad stenosis lesion could not be inflated, so when checked outside the body, leakage from the shaft was confirmed. Then the balloon was replaced and the procedure continued. No complications were reported.

Manufacturer narrative:
The investigation has not been completed yet; therefore, the cause of this event has not been determined. This is an initial report, and the results of the investigation will be described in a follow-up report.